Event description:
Device reported from synthes (B)(4) reports an event in (B)(6) as follows: it was found that a torque limiter/ compact air drive would not function when tested. There was no reported patient involvement. No further information is currently available. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. No reported patient involvement. Event date: unknown. Device is an instrument and is not implanted/explanted. (B)(6). Device is not distributed in the united states. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: service history review of the device has been performed. The review indicates that the device has not been serviced during the past 6 months. There is no information relevant to the current complaint issue. A product investigation was completed: the device failure reported by the customer could be confirmed. The service history review shows no previous service conditions relevant to the current complaint issue. The service technician noted the action taken as exchange, replacement. During the pre-repair diagnostic assessment the service technician identified the failure code as coupling power supply deformed, bent. Device is worn from normal use and servicing. The service technician identified the probable root cause as normal wear. The device was returned to the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.